Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body was dirty, light guide lens was dirty, damage to charged coupled device, image had noise and fog-free function error e104. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, the main body being dirty was caused due to a component failure of the main body, the light guide lens being dirty was caused by component failure of the distal end cover glass, the damage to the charged coupled device was due to component failure of the ccd unit, the image noise was caused due to the damage to the charged coupled device and the fog-free function error e104 were traced to component failure of the defogging function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope exhibited leakage during reprocessing. There were no reports of patient involvement.